Event description:
The customer stated that the architect analyzer generated falsely elevated troponin results on one patient sample. The results provided were: troponin =16.4ng/ml. The customer's diagnostic cutoff for troponin is 0.30ng/ml. There was no reported impact to patient management. The physician is questioning the elevated troponin results and wants to know if the results could be from the lung issue and not myocardial.

Manufacturer narrative:
(B)(4). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Manufacturer narrative:
Evaluation of the customer issue included a review of the complaint text, a review of complaint history, accuracy testing, and a review of labeling. The customer observed falsely elevated results from one patient, while using architect stat troponin-I, list 2k41-28, lot 32758un13. A review of complaints did not identify an increase in complaint activity related to falsely elevated patient results for this lot. Accuracy testing was completed using retained kits of reagent lot 32758un13. Acceptance criteria was met which indicates acceptable product performance. A deficiency was not identified as panel testing shows that lot 32758un13 performs per specifications. A review of the architect stat troponin-I package insert provides examples of other conditions that may cause elevated results. There is not enough information to reasonably suggest a malfunction occurred since the issue involves a single patient sample and troubleshooting performed at the reference laboratory also produced similar positive results. The complaint text indicates that the issue did not occur on first use of the reagent. Based on the results of the investigation, there is no indication of a malfunction or deficiency of the architect stat troponin-I kit. No additional issues were identified; no further action is required at this time.